Event description:
It was reported during follow up the patients symptoms resolved without intervention.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-01758. It was reported following a revision procedure the patient experienced numbness and weakness in the legs. The next course of action is undetermined at this time.

Manufacturer narrative:
A patient had a revision due to experiencing weakness and numbness in their legs was reported to abbott. No intervention is planned as issue resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.